Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
It was reported to philips that the device had a pressure sensor auto failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:16dec2020. B4:17dec2020. H11: the device was not being used on a patient at the time of the event. There was no patient or user harm reported. This complaint was created in error. There were 2 service case orders opened for one malfunction. This MFR report was opened with the wrong serial number provided. The second case with the correct s/n provided was filed under MFR report#: 2031642-2020-03590. Please refer to MFR report# 2031642-2020-03590 for the allegation of the malfunction, evaluation and repair information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.